Event description:
Approximately 60 seconds after beginning treatment on the foot area, the pt experienced a seizure. According to his mother, he had two additional seizures before the ambulance arrived. Patient was subsequently hospitalized.

Manufacturer narrative:
Patient's mother has refused to provide any additional info due to legal concerns.